Manufacturer narrative:
External laboratory analysis received on 25.03.2025, visual inspection performed by r&d project manager and clinical evaluation. External laboratory analysis: - visual examination: the fracture occurred on the prosthesis neck with no evident local deformation. Several surface damages as scratches and localized colour alterations are visible all over the fracture area on both stem and head sides. - fractographic examination: the fracture originated at two short-distanced surface defects on the proximal side of the neck of the prosthesis. The main part of the fracture is driven by a fatigue crack propagation (ca. 60% of the fracture surface area). Striations typical of mechanical fatigue crack propagation were observed by sem on the fracture surface, in between the beach marks noticed at visual examination. On the distal side, the final part of the fracture shows dimple ductile features typical of overload. - micrographic examination: the observed microstructure is compliant to the iso 5832-11 standard. In correspondence of the fracture origin, a local microstructural alteration, definable as alpha case, was observed. The defect is compatible to the surface damages highlighted. Conclusions: based on the results of the analyses carried out, it is possible to affirm that the prosthesis failed for the mechanical fatigue propagation of a crack initiated at surface damages due to very localized heat exposure. The colour alterations localized at the fracture origin are associated to an alteration of the surface morphology and to the presence of microstructural alteration called alpha case. A localized heat exposure is compatible to these specific characteristics. It is possible that these damages have originated during the first surgery. The propagation of the crack occurred, during time, for monodirectional flexure, compatible to the common walk loads. Visual inspection performed by r&d project manager: during the analysis, it was determined that the stem is broken at the neck portion. The component shows a complete fracture in correspondence of the neck that separated the product into two parts from now on indicated as "stem side" and "head side".the fracture occurred at about 30mm from the head edge. Upon examining the parts, some signs of surface damage, such as scratches, are visible on the neck area. It is unclear whether these marks are a result of intraoperative manipulation of the head or due to the revision surgery. Additionally, a burn spot is visible at the center of the neck radius on the broken surfaces, visible without interruption when the two broken parts are aligned, thus confirming that the burn spot occurred during the primary surgery. To assess whether this burn could have contributed to the neck fracture, the stem was sent to the external laboratory for further evaluation. A localized heat exposure is compatible to these specific characteristics, as confirmed by the external laboratory. The laboratory confirmed that the prosthesis failed due to mechanical fatigue propagation, with a crack originating from surface damage caused by highly localized heat exposure. On the stem side, the fracture plan appears transversal to the neck axis. It results to be flat for about 60% of the fracture area. In this area some parallel lines ("beach marks") are visible, compatible with a fatigue propagation originating on the proximal side of the neck and propagating toward the distal side. The colour changes observed at the fracture origin are associated with alterations in surface morphology and the presence of a microstructural change. Localized heat exposure is consistent with these specific characteristics, suggesting that these damages may have originated during the first surgery, which also involved multiple placements and removals of heads in different sizes. Over time, the crack propagated due to unidirectional flexing, which is typical of the loads experienced during walking. Clinical evaluation performed on (B)(6) 2025, not reported in the initial due to human error: a revision surgery was performed due to a fracture of the neck of a stem implanted two and a half years earlier during a total hip arthroplasty. The available x-ray clearly confirms implant breakage at the mid-neck. No traumatic event was reported, and no revision surgeries occurred between the primary procedure and the reported incident. However, during the primary surgery, three attempts were made to implant the head in order to determine the correct size. This may have inadvertently caused damage to the neck, potentially leading to a fatigue fracture. Additionally, the patient has a high body weight (115 kg), and an l head and a lateralized stem was used, both factors that could have increased tensile stress on the neck. This is particularly concerning if the implant was unknowingly compromised during the primary surgery. We are only providing a hypothesis of a possible cause for this adverse event, and the analysis of the retrieved device is essential to determine the root cause. Root cause: based on the results of the analyses carried out, it is possible to affirm that the prosthesis fracture resulted from mechanical fatigue propagation of a crack that initiated from surface damage caused by very localized heat exposure which occurred during the primary surgery. H6 (investigation conclusions) updated.

Manufacturer narrative:
Batch review performed on 30 january 2025: lot 2115929: (B)(4) items manufactured and released on 25-march-2022. Expiration date: 2027-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 2 years 5 months from the primary, the patient came in reporting severe pain in his left hip trying to stand up from a chair. No traumatic event reported. No revision surgeries have took place between primary surgery and the reported incident. During primary surgery, a size s head was initially placed, then removed. A second attempt was made with a size m, and eventually, a size l was implanted. The surgeon did an x-ray and saw the broken amistem-p neck. Patient weight was around 115kg. The surgeon removed the liner, head and stem (cup stayed in situ). The removal of the stem was quite challenging, it took some time to get the stem loose, using chisels to prepare the surrounding (surgery time appr. 2hr).